Event description:
The procedure being done was a laparoscopic appendectomy. When the surgeon used the endo gia for the vascular reload, the reload split into two pieces and disconnected from the endo gia. The endo gia used was endopath ets-endoscopic linear cutter 35 mm staple line. Lot# k4cd3z, exp: 2018-02. The vascular reload was the endopath vascular reload. Ref: tr35w, lot# k4c952, exp: 2018-01.what was the original intended procedure?laparoscopic appendectomy.device #1is this a laboratory device or laboratory test?no.